Event description:
Patient underwent surgical management for uterine fibroids secondary to dysfunctional uterine bleeding. During the planned total laparoscopic hysterectomy, the monopolar ring was noted to detach from its probe base. FDA safety report ID# (B)(4).